Event description:
Boston scientific crm received initial information that this device was part of a legal action and the (B)(6) male patient passed away two years ago. The cause of death reported was cardiac arrest. New information was received one year later, via another legal action. A patient representative asserted bradycardia was the cause of death, and the device failed to function properly. Additionally, it was noted that the patient's rhythm was asystole at time of death. Autopsy results were provided to our company. The autopsy results were unremarkable for the patient and the device system. We have no specific information as to whether the device was involved in the patient's death. This device is included in an advisory population, insignia microcrystal failure mode 2 ((B)(6) 2005).

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On (B)(6) 2005, guidant (now boston scientific crm) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in (B)(6) 2004. This device was manufactured before (B)(6) 2004 and is included in this population. Boston scientific crm does not have sufficient information to determine that this device behaved in the manner described in the advisory. The product was received for analysis five years after the initial allegation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.